Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful valve replacement. There was strut impingement on the aortic wall. Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
Unsuccessfull valve replacement. Device not returned.